Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc, act and up arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. Pump was tested with no audio/beep anomaly noted. Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and an audio beep anomaly. The customer¿s blood glucose was 246 mg/dl at the time of incident. Customer stated that the insulin pump was beeping constantly and the buttons were unresponsive. Customer also reported that there was a black dot on the insulin pump screen after the battery has been removed and reinserted. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.